Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-oct-2019 with the following findings: the complaint regarding inaccurate delivery was reported on (B)(6) 2018. According to the pump history the pump was in use until (B)(6) 2019. Due to continued use, all pump history and black box data has been overwritten. A review of the pump's black box memory showed that the total daily delivery values add up correctly and correspond to the programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018 the reporter contacted animas alleging that the pump was not delivering insulin accurately. It was reported that the customers blood sugars were erratic and the pump was thought to be the cause. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation against the delivery function of the pump.